Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found the device's cord plug was cut off and not returned. The reported conditions were not confirmed. The investigation found the device's knife blade was not exposed while the jaw was opened. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, when the handle was squeezed and the first sealing was at tempted to be performed, the sealing was completed, but the knife was dull and was hard to be pulled back. When the nurse check the jaws on the instrument table, the knife stopped halfway and was left being come out despite the handle was opened. When the trigger was pulled for a trial, it moved slowly and dull. A new device was used to complete the case. There was no patient injury and no tissue was damaged.